Manufacturer narrative:
(B)(4). The insulin pump passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected insert battery, low battery, replace battery, replace battery now, or power loss errors were noted during testing. On the other hand, the pump history file, the long trace file, and the pump trace download analysis confirmed the unit alarmed power error detected. The power management tool confirmed power error detected alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert detected. Customer reported that the type of battery in use was energizer, reviewed alarm history. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.